Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e216 scope communication error could not be reproduced during the device evaluation and a definitive root cause of the issue could not be determined, however, due to an observed screen flicker when bending the universal cord, the issue was likely the result of a broken/damaged imaging/charged-coupled device cable, causing the image output to be unstable. The event may be detected/prevented by following the instructions for use which state: important information ¿ please read before use caution: do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result. According to the IFU (operation manual), the following is written regarding connection and removal of the video connector. Important information ¿ please read before use warning: do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Caution: turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The IFU (operation manual) describes the image inspection of endoscopic images in the following items. 3.8 inspection of the endoscopic system inspection of the endoscopic image the IFU (operation manual) describes what to do if an abnormality occurs with the endoscope as follows. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The IFU for otv-s190 describes the response in the event of e216 as follows. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did find that the bending section cover had cuts, the bending section cover glue was cracked and it had a deep dent, the charged coupled device was damaged, and the image was flickering when the light guide was manipulated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope displayed a e216 error (scope communication error). The issue was found during preparation before use inspection for a therapeutic total laparoscopic hysterectomy. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or use harm associated with this event.